Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient experienced a seizure. The patient¿s cgm was reading 90 mg/dl and the bg meter was reading 25 mg/dl. The patient was also wearing a tandem insulin pump. The patient¿s husband called 911. Once ems arrived, the patient was transported to the ER. It was reported that no medication or treatment was provided to the patient, and that the patient was only observed (although it is likely the patient was provided treatment for the low bg of 25 mg/dl). The patient was discharged home later the same day. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.